Event description:
It was reported that when the asymptomatic patient presented in-clinic during follow-up, the device was found to be in backup vvi. A device download was successfully performed. The patient was in stable condition with no symptoms or adverse events.